Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus on the closure device occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2016. A 24mm watchman ® laa closure device was successfully implanted with complete occlusion, no leak and 20 percent compression. One partial recapture was necessary as the first deployment was too deep in the laa. The patient was to resume oral coumadin and aspirin daily. In (B)(6) 2016, a transesophageal echocardiogram (tee) was performed and no thrombus was noted. It was noted that the closure device was well-seated with a tiny leak by color and pulse wave doppler. The patient discontinued coumadin and started 81mg aspirin daily and 75mg plavix daily for 6 months. In (B)(6) 2017, a tee was performed prior to a bi-ventricular implantable cardioverter defibrillator generator change. The tee revealed thrombus on the left atrial side of the closure device. A leak measuring 0.39cm was also noted. The patient started taking 2.5 mg eliquis.

Manufacturer narrative:
(B)(6). Event date corrected to (B)(6) 2017. (B)(4). Catalog/model # corrected from unk to wu2406. If implanted, give date corrected from (B)(6) 2016 to (B)(6) 2016. Describe event or problem, other relevant history: updated and corrected. Patient sex: updated. (B)(4).

Event description:
It was previously reported the implant procedure was performed in (B)(6) 2016; however, the procedure was performed in (B)(6) 2016. It was further reported that baseline tee showed no evidence of laa thrombus. The initial deployment was excellent, there were no recaptures as previously reported. The device passed the tug test and compression was 15-20%, previously reported as 20%. It was previously reported that the 6 week follow up was in (B)(6) 2016, however this appointment occurred in (B)(6) 2016. There was no "tiny leak" observed as reported prior, there was actually no peri-device flow. It was previously reported that the patient discontinued coumadin and started 81mg aspirin daily and 75mg plavix daily for 6 months. However, it was further reported that in (B)(6) 2016 the patient was instructed to stop warfarin and continue aspirin daily, due to results of a head CT scan showing ischemic change. Later in (B)(6) 2016, the patient was advised by his interventional cardiologist, that he did not need to restart plavix (which had stopped in (B)(6) 2016) due to the age of the stents (2013). The patient was instructed to not restart plavix. In (B)(6) the implanting physician ordered the patient to restart plavix for dual anti-platelet therapy. It was previously reported that in (B)(6) 2017, a tee was performed prior to a bi-ventricular implantable cardioverter defibrillator generator change. However, this patient had a tee in (B)(6) 2017 and was not having an ICD procedure. It was previously reported the tee revealed a leak measuring 0.39cm and the patient started taking 2.5 mg eliquis; however, this patient's watchman device was well seated with no peri-device flow noted by color doppler. There was a large 2.1x1.4cm layered thrombus on the atrial side of the device extending into the left atrium.